Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that tubes have condensation in them with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported tubes have condensation in them. Additionally, bd sales consultant provided the following additional information: explained this is the clot activator found in the sst tubes. She stated that the tubes are stored at rt above 39f. Customer wasn't aware of the spray activator in tube which is why she thought it was condensation.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that prior to use it was discovered that tubes have condensation in them with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported tubes have condensation in them. Additionally, bd sales consultant provided the following additional information: explained this is the clot activator found in the sst tubes. She stated that the tubes are stored at rt above 39f. Customer wasn't aware of the spray activator in tube which is why she thought it was condensation.